Manufacturer narrative:
Since no product has been returned, extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. DHR's (device history review) for the freestyle lite meter and freestyle strips were reviewed and the dhrs showed the freestyle lite meter and freestyle strips passed all tests prior to release. Retain testing was performed for the freestyle strips and all units performed in specification and passed. A tripped trend review was completed for the freestyle lite meter, freestyle test strips and the reported complaint. No trips were observed. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Customer reported her adc blood glucose meter keeps reading ¿lo¿ (a reading less than 20 mg/dl). Customer further reported that on (B)(6) 2017 she self-presented to her healthcare provider and was reportedly given humalog insulin and lancets when told about the ¿lo¿ readings. Customer also noted she performed a blood glucose test using a competitor¿s meter and received a reading of ¿200¿ but it is unknown when this reading was obtained, relative to the readings received on the adc device. No further information was provided by the customer. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the meter is returned or additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported her adc blood glucose meter keeps reading ¿lo¿ (a reading less than 20 mg/dl). Customer further reported that on (B)(6) 2017 she self-presented to her healthcare provider and was reportedly given humalog insulin and lancets when told about the ¿lo¿ readings. Customer also noted she performed a blood glucose test using a competitor¿s meter and received a reading of ¿200¿ but it is unknown when this reading was obtained, relative to the readings received on the adc device. No further information was provided by the customer. There was no report of death or permanent injury associated with this event.